Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient registered in the ER was not listed on the pyxis station. The user confirmed that the patient was properly registered in the ER; however, the patient details were not available in pyxis.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the remote access was established to the server and pes gui was reviewed; the patient status remained as admitted despite normal es communication (station upload time current), with admission inactivity days set to 2 days, and the all-device event report confirming the last transaction, exceeding the defined inactivity threshold. The tss advised the user to temporarily increase the admission inactivity days and perform a transaction (including a cancelled transaction if needed) to register activity for the patient on the station; customer was contacted with the update, and a temporary workaround was in place until pharmacy applies the recommended changes, after which the issue was confirmed as resolved. The system functioned as intended after the technical support specialist investigated the device.